Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). MRI tech reports the patient (pt) said her scs has had "no power for months." Technical services (ts) asked but MRI tech had no additional information. Patient called and reported when they had the implant replaced the leads were functioning but not hitting where their pain was. Initially the implant gave them relief but the implant was taking forever to charge. Patient got the implant replaced to be MRI ready and since patient was eligible to replace the implant after 8 years. Patient was in and out of anesthesia and the leads were being put in but the leads didn't really 'hit'. Implant was replaced in (B)(6) 2021. Patient was not getting pain relief since getting the replacement. Patient worked with representative within a few months since the replacement but representative couldn't resolve the issue. Patient had an MRI done a while back and now they needed to get an MRI on their knee and the MRI facility required them to charge the implant. Patient got no device found today when attempting to charge the implant. During the call patient cleaned the recharger and controller charging port pins. Patient got recharge the controller. Agent would call patient back to continue troubleshooting. Pt called back stating they missed a call from previous agent in this case. Pt stated they are trying to charge the implant again and sees 'trying to recharge, position where you get the highest number'. Agent reviewed passive recharge mode function; middle number was 98. Pt successfully advanced and saw controller at 70% and implant in red recharging excellent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2024-nov-15. They reported that the cause of the recharging difficulty and the ins being dead was because they had not used the device for several months. They repeated the charging procedure (passive mode recharge), which took much longer since it hadn't been used for so long. They confirmed the issue was resolved.